Event description:
A greek customer stated he had accidentally swallowed the protective cap from a microlet lancet thinking it was an aspirin. No other info was provided about the event. No product will be returned.

Manufacturer narrative:
Lancets are not serialized or assigned lot numbers, so it was not possible to determine a manufacture date.